Event description:
After an implantation period of approx. 81 months, oversensing with inappropriate therapies due to a lead break was reported. The ICD and lead were changed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update (B)(6) 2023: explant date corrected to (B)(6) 2021. The devices are currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Update: 16-jan-2023: explant date corrected to (B)(6) 2021.-